Event description:
Patient had a hip replacement done. Patient stated he started going to rehab after surgery for two weeks. After rehab was complete, a few weeks later he started to experience severe pain and it has been persistant. He did report to the manufacturer but has not heard back from anyone as of yet. No serial or lot number provided.